Event description:
It was reported that the patient underwent a surgical procedure in which the existing artificial urinary sphincter (aus) cuff was removed and downsized to a smaller component. It was indicated that the device was too large for the patient. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.